Event description:
Reference number (B)(4) event occured in spain. It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2025. The cannula fell before due time. No further information is available.

Manufacturer narrative:
Patient city: (B)(6) patient country: spain . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.